Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-200 was not able to be adjusted/controlled and it was not possible to change any settings. Technical support engineer (tse) informed that he had replaced the video processor yesterday that the generator was connected to and informed he replaced it with an earlier revision (-19 revision replaced with -13). Tse was informed by caller that the system had been programmed according to the service manual and there were no error messages. Tse informed caller that the issue is most likely revision related and that another replacement would be needed. The procedure was completed using force triad that they had available. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reprogrammed the video processor (vp) to resolve the issue. The system was tested and verified as ready for use.